Event description:
I had an abbott proclaim spinal cord stimulator installed in (B)(6) of 2022, had a revision which didn't not help, and finally had to have it removed due to horrible side effects and not being able to shut off the machine. I complained the entire time I had about "ghost" signals, and could feel zaps even after shutting it off in surgery mode for the last several months. Everyone acted like I was crazy and kept postponing my surgeries, I think because if a patient keeps a unit long enough it can be considered a "success". These units are horrible, thank you for recalling them, you probably saved some lives. I'm permanently disabled now after these surgeries and in miserable pain every day because of it. They let me keep my unit after removal, it's in my fridge.